Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01489.

Event description:
It was reported that the warehouse inspection member found the seal on the sterile packaging less than 6.35mm(1/4") in width. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI#: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the seal was defect. This is not a reportable event due to the fact that the sterility of the device was not compromised. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the reported event is the operator not following instructions during the manufacturing process. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.